Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2016-00250. It was reported the patient experienced a cerebrospinal fluid leak during the scs trial procedure on (B)(6) 2015. A blood patch was applied. A few days following the procedure, the patient reported headaches. As a result, the trial leads were removed on (B)(6) 2016 and a second blood patch was performed on (B)(6) 2016. Follow-up revealed the headache was improving.